Event description:
It was reported that the right ventricular lead exhibited capture and sensing anomalies. X-ray and fluoroscopy showed that the lead was fractured near the clavicular region. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.